Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was implanted during a percutaneous nephrolithotomy procedure. The procedure date is unknown. Post procedure, on (B)(6) 2022, a stent removal procedure was performed. During the procedure, the stent was fragmented. When pieces of the stent was removed, it was noticed that a piece of stent was left inside the patient. Another procedure was scheduled to remove the broken piece of stent. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent break. Medical device problem code a150207 captures the reportable event of stent difficult to remove. Impact code f23 captures the reportable event of unexpected medical intervention. Patient code e2008 captures the reportable event of unretrieved device fragment. Block h11: correction to block e1: initial reporter zip/post code; block h6: patient code

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was implanted during a percutaneous nephrolithotomy procedure. The procedure date is unknown. Post procedure, on (B)(6) 2022, a stent removal procedure was performed. During the procedure, the stent was fragmented. When pieces of the stent was removed, it was noticed that a piece of stent was left inside the patient. Another procedure was scheduled to remove the broken piece of stent. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.